Manufacturer narrative:
The esc button did not respond due to moisture damage on keypad trace. The insulin pump was received with a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he wanted his insulin pump replaced with the updated software from the scroll wrap notice.